Event description:
It was reported that during a procedure, sparks and smoke was emitted from the connection and stopped working. Then, the fiber was inspected, and it was black, nothing could be seen. Due to this, the procedure was completed using another fiber. After the product investigation, it was confirmed that there was a fiber body break, the connector was separated from the body. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber broke in two pieces, the connector was separated from the body and the light was not exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use and reprocessing in this case the fiber was used twice. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that the smoking that was coming from the console connection resulted from the connector defect, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.